Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses in the online survey the nurse stated that the patient experienced adverse events directly caused or attributable to the usage of device silicone foley catheter, 2-way, standard length, 5cc balloon, 24 fr. And resulted in the following complications: bacteriuria or urinary tract infection, accidental dislodgement, blockage, urine retention, exit site infection, leakage, catheter encrustation, false passage or trauma, pyelonephritis. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurses in the online survey the nurse stated that the patient experienced adverse events directly caused or attributable to the usage of device silicone foley catheter, 2-way, standard length, 5cc balloon, 24 fr. And resulted in the following complications: bacteriuria or urinary tract infection, accidental dislodgement, blockage, urine retention, exit site infection, leakage, catheter encrustation, false passage or trauma, pyelonephritis. It was unknown what medical intervention was provided for urinary tract infection.